Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hyperglycemic event. The sensor was inserted into the arm. The patient experienced a hypoglycemic earlier in the day during which the system worked as intended and alerted the patient¿s father. He then asked the patient¿s grandmother to check on her, found her unconscious, and called 911. Paramedics arrived and administered glucagon, staying with the patient until their bg was at 220 mg/dl. The patient then ate a sandwich and on checking their bg saw that it was at 476 mg/dl while the cgm displayed 276 mg/dl. At the time of contact, the patient was doing fine. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional event or patient information is available. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention.